Manufacturer narrative:
Follow-up #1: date of submission 01/22/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a dim verify screen with a pinkish contrast. Moisture was not observed behind the display and the leak test did not detect any leaks. Pump casing was opened and there was no evidence of moisture intrusion inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. Reportedly, moisture was observed behind the display and the screens could not be read/maneuver safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.